Manufacturer narrative:
.

Event description:
The customer reported "state time out in vacuum". During his visit, the asp field service engineer saw that the unit had an oil mist. The customer stated that there were no physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.